Event description:
It was reported that the device was used during an unknown procedure. It was reported by the rep that the atw35 instrument fired once and would not fire a 2nd reload. There was no consequence to the pt.